Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the information provided by the customer and stated that whenever a test is moved to the historical database during the process, the test will be canceled. This is an expected behavior for the advia centaur xpt system. The hsc specialist stated that it is necessary to filter the "move to the historical results" prior to moving them. Additionally, as per the instructions for use for advia centaur ipth, this assay is for in vitro diagnostic use in the quantitative determination of ipth in edta plasma or serum using the advia centaur, advia centaur xp, and advia centaur xpt systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or hypercalcemia of malignancy. The cause of the delay in reporting of a patient result was due to the data being moved by the customer from active to historical database while processing the patient sample. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A sample obtained from a patient, undergoing intraoperative parathyroid hormone surgery, was scheduled for testing on an advia centaur xpt instrument. When the operator moved all the data from active to historical database, there was no pop up or warning message that this action will cancel the current measurement of intact parathyroid hormone (ipth). When the operator realized that the ipth measurement was canceled, he started the test once again. The canceled measurement was found in historical database. There was delay in reporting of ipth result as the patient sample required retesting. There are no reports of adverse health consequence due to the delay in reporting of ipth results.